Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17717795m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: ep shuttle sys 100w, us catalog #: 39d76x, serial (B)(4). The event date is reflecting as (B)(6) 2018. However, the alert date is reflecting as (B)(6) 2018. Clarification was requested and the response was that the event date and the alert date are (B)(6) 2018. The dates are displaying different due to time zone differences as this event is from (B)(6). (B)(4).

Event description:
It was reported that a patient underwent a svt atrioventricular nodal reentrant tachycardia (avnrt) procedure with a thermocool® smart touch¿ bi-directional navigation catheter. During the ablation, it was noticed that there was an impedance spike and an associated temperature rise with an audible steam pop. An echo was performed. No effusion was noticed. No change to the patient¿s cardiac rhythm. The procedure was cancelled. The settings were 60 degrees, 50 watts and 2 ml/min. The catheter was checked and there was no char or thrombus noted. Additional information was received on the event. The ablation was stopped as the physician came straight off the pedal when the steam pop occurred. The generator and remote both switched off completely. Both screens were completely black. Then they self rebooted. Once they turned themselves back on, they returned to basic functionality settings. This occurred twice. Once pre-procedure before the patient entered the theatre and once mid ablation. The generator and the remote were on separate power supplies. They checked the main power. However, there was no apparent issue. All other hardware was attached to the same power supply and it was still functioning with no loss of power. The generator was set to temperature control mode. The noted settings were 57 degrees, 47 watts and 128 ohms. The ablation cycle was 47.2 seconds when the steam pop was observed at the same tip position. No immediate adverse events were noticed. No error messages were reported by the biosense webster, inc. Systems. The patient was under local anesthesia. No transseptal puncture was performed. The physician decided to cancel the procedure as he assessed that there was risk for a cardiac tamponade. The patient was speaking at the end of the procedure. Therefore, no neurological symptom issues were noted to be of a concern which they felt would need to be observed. No extended hospitalization was required. The issues experienced with the generator were assessed as not reportable. If the device turns off on itself or there¿s a display issue, then the most likely consequence is an intraprocedural delay. These issues are highly detectable. The potential risk that it could cause or contribute to a death or serious injury was remote. The ¿high temperature¿ issue was assessed as not reportable. The response received confirmed that the temperature displayed was 57 degrees and the temperature cut-off value was 60 degrees. Therefore, the temperature did not exceed the user-selected cut off to allow the ablation. The risk to the patient was remote. The ¿high impedance¿ issue was assessed as not reportable. The response received confirmed that the physician stopped the ablation immediately when the steam pop occurred. There¿s no confirmation that the impedance exceeded the impedance user selected cut off. The risk to the patient was low. The ¿steam pop¿ issue was assessed as not reportable. It is not considered to be a device malfunction. Steam pop is an expected physiological phenomenon. The risk to the patient was remote. The ¿procedure cancellation¿ was assessed as reportable as the response received clarified that the physician decided to cancel the procedure as he assessed that there was risk for a cardiac tamponade.